Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed and there was no info to suggest that the reported issue was related to the manufacturing of this device. No objective evidence was found to link the event with the manufacturing of this device. This is the only complaint for this lot number to date. The sample has been returned for eval and the investigation is currently underway.

Event description:
It was reported that the tip of a recanalization catheter detached. Reportedly, the device was being used to cross an in-stent occlusion in the superficial femoral artery when tip detached and moved distal from the treatment site. The detached portion of catheter was successfully retrieved using a snare. No pt injury.